Event description:
In a large pt with very hard bone, a 5mm tap was used successfully for a 7x50mm s1 implant. Same tap was used for l5 and tip of tap broke off and tip remains in pt. S1 implant was explanted and competitive product implanted in l5 and s1. Diagnosis or reason for use: instrument for the talon spinal system which is.....